Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2016 due to a high blood glucose level. Her blood glucose level was over 400 mg/dl. Customer's blood glucose level was treated with the insulin pump and insulin drip. The customer was nauseous and vomiting. The customer was wearing the insulin pump at the time of hospitalization. The customer was on antibiotic medication. The device was not returned.